Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check vent primary alarm failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device displayed a "check vent primary alarm failed." The customer was able to duplicate the issue and verified there was a code 1102 in the significant log. The rse recommended replacing the speaker. It was also noted that the device has software 2.10, and the customer is unable to determine which speaker failed. The rse then recommended replacing both speakers and provided the part number. The customer reported that the speaker was replaced to resolve the issue. The device was returned to service.